Event description:
It was reported that the transducer probe prompted a thermal message, possibly a usacquisitionhw_31 error. The reported error was noted during an unspecified procedure. No additional information was provided. Multiple attempts were made to obtain additional information regarding the patient outcome and the reported phenomenon but with no results.

Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation , update the follow-up type , update the device evaluated by manufacturer , update the event problem and evaluation codes , and provide the investigation results. Investigation: during the investigation of the complaint, it was determined that the possible root cause of the system error message was due to a gastro flex thermistor trace crack and open because of insufficient cable assembly and/or gastro flex reliability; all this is related to design. Appropriate improvement action plans were established through a CAPA. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.